Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 with the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) to cycle power and use new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient, the alarm occurred during the initial drain. The patient stated, he was sitting and then the homechoice started alarming. There was no disconnection observed. The patient stated that everything was fine as it should have been. The patient stated, the alarm was resolved by cycling power, discarding supplies, and starting over with new supplies. The hp stated, he has resumed therapy successfully with no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.